Manufacturer narrative:
The device was returned to greatbatch medical for evaluation. However, evaluation is not yet complete on the device. Once the results of this evaluation is complete this MDR will be updated.

Event description:
It was reported that during the use of the hd mesh ablation catheter in an atrial fib ablation procedure on a male patient between the age of (B)(6), the patient presented with st elevation during the fourth quadrant ablation. At this time, a transthoracic echo was performed and confirmed there was no evidence of perforation/tamponade. The patient stabilized and a short time after presented with a massive myocardial infarction resulting in death. Sometime during the latter part of the procedure, the patient did have an episode of ventricular fibrillation. Further information received from the physician was that anticoagulation was in use during the procedure per the hospital protocol, there was no problem noted with use of the hd mesh ablation catheter and inspection of the catheter upon withdrawal found no evidence of clot or char. In addition, it is known that the patient failed anti arrhythmic drug therapy and was considered clinically suitable for ablation and the patient had no history of blockage of arteries or any coronary disease. An autopsy of performed and concluded that the patient died of an intraoperative myocardial infarction.